Event description:
Customer reported blood glucose results of 302 mg/dl and 115 mg/dl within 10 minutes on the advantage system. Customer reported self-treating symptoms. No adverse event reported. A request was made for the return of the system, replacement was sent.